Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified right common iliac artery. During the initial inflation of the express vascular ld premounted stent system balloon, a rupture occurred at 10 atms. The stent was fully apposed following add'l dilation. The procedure was completed with another device, and no pt complications were reported. Pt's status was reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).